Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) scs system was explanted due to (B)(6) at the ipg surgical incision site. Cultures were taken, however the results were not unavailable. Follow-up identified the patient was not hospitalized for the treatment of the infection. In addition, the infection has resolved.